Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. Customer's blood glucose level was high. The high bg was addressed with a new cartridge and correction bolus via pump. Reportedly, the customer reverted to manual daily injections for insulin delivery. A replacement pump was sent to the customer.